Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
Complaint no: (B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal 1.5% pd4 solution and extraneal 7.5% pd2 solution therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter global technical services, the following information was received. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.